Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported pump battery intermittently stopped charging while plugged into a power source despite using multiple usb cables, and the customer needed to hold the usb cable in place while inserted into the pump usb port in order for the pump to charge successfully. The customer's blood glucose (bg) level ranged from 171-378 mg/dl. The customer indicated that either the pump or manual injections would be used for insulin therapy.